Manufacturer narrative:
It is unknown if initial reporter sent report to the FDA.

Event description:
The user had questionable creatinine results for one patient sample. Both original and repeat results were generated from the same analytical p module. The original creatinine result was 147.2 umol/l. The sample was repeated and it gave a creatinine result of 77.6 umol/l. The doctor was informed of the incorrect result before any treatment was given to the patient. No adverse event has been alleged regarding this event. The creatinine lot number was not provided. The field service engineer found the laundry levels for detergent and rinse on both stations were low and he adjusted them to the correct levels. Due to user concerns regarding the probes, he replaced the sample and reagent probes. The field service engineer also replaced the cuvettes and lamp. He performed tests to verify analyzer operation.

Event description:
It was reported that post-operative to a laparoscopic gastric bypass procedure the patient showed symptoms of bleeding. The surgeon took the patient back for a re-op and laparoscopically was able to stop the bleeding by suturing the staple lines. The cause seemed to be the stapling of the jejunum transection with a white cartridge. The devices were discarded after the primary procedure and not available for return. There is no further information presently available.

Manufacturer narrative:
The customer has not had any further events following the field service engineer's adjustment of the levels for detergent and rinse. During his visit, the field service engineer also replaced additional parts as outlined previously. The patient was not adversely affected. The doctor was informed of the incorrect result prior to any patient treatment.